Manufacturer narrative:
Complaint confirmed, the distal end of the guide is damaged and cracked, with material mushrooming outward. Circumferential abrasion marks were observed on the inner diameter surfaces near the proximal and distal end. A likely cause is prying/leveraging the device or the flipcutter during use.

Event description:
On 11/4/2021, it was reported by a sales representative via sems that an ar-8330h shaver handpiece displayed an h15 error and an ar-1510fs-7 flipcutter ratchet drill sleeve was broken. The handpiece issue was discovered during use and the guide issue was discovered after use, both from an acl reconstruction performed on (B)(6) 2021. The handpiece was replaced at the start of the case. The guide was found to be broken after the case, with clean bends at the tip with no reported jagged edges of fragments missing (see intake pictures). The case was completed with no reported patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.